Event description:
It was reported that the patient had an epidural hematoma the day after undergoing a mild procedure using the stryker device. The doctor stated the procedure went smoothly and the patient left without any reported issues. The patient informed the doctor that they wen to the ER the following day with symptoms unknown and that is when the epidural hematoma was found. The patient will be taken for a decompression surgery.

Manufacturer narrative:
We did not receive any further information from the customer on what occurred after the procedure. There were no allegations of any device malfunction by the customer either.

Event description:
After attempting to gather more information about the post procedure decompression surgery, we were unable to determine if this was completed. There was not allegations of any device malfunction by the customer.